Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the aneurysm embolization procedure, the physician used the subject balloon to dilate. The subject balloon was advanced with a guidewire to the lesion. The physician found the distal section of the subject balloon leaking under digital subtraction angiography (dsa) and it was thought the distal of the subject balloon may be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR (device history review), there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned, and the lot number was confirmed from the hub and from the packaging returned with the device. During visual inspection, there were no visual defects noted to the device. The balloon and balloon catheter were found to be intact. During functional inspection, the balloon could not be inflated and there was no leakage noted during the test. The as reported event of balloon leaked during use could not be duplicated as it was not possible to inflate the balloon during functional testing. The second as reported event of balloon catheter broken/fractured during use was not confirmed during analysis. The device did not met specifications when received for complaint investigation based on the visual and functional anomalies noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator used subject balloon to dilate, checked it before use and prepared normally and then placed it under guiding of a guidewire to reach the lesion. They used 1:1 contrast agent with saline to dilate the balloon but the operator found the contrast agent leaked from balloon under dsa (digital subtraction angiography). The operator thought the balloon might be fractured so withdrew it. The device was returned for analysis and it was noted that there was no visible damage to the various parts of the subject balloon catheter. The balloon catheter hub, balloon catheter shaft and the distal tip were all intact and undamaged. An unsuccessful attempt was made to inflate the balloon but this was not possible to complete. It is unclear where the blockage was present in the inflation pathway but the balloon did not inflate and there was no leak noted to the balloon or at the distal end of the device. It is possible that a small amount of dried contrast media present in the inflation path resulted in the balloon not being able to be inflated on this occasion. An assignable cause of not confirmed has been assigned to the as reported event of balloon catheter broken/fractured during use. An assignable cause of procedural factors has been assigned to the as reported event of balloon leaked during use and to the as analyzed event of balloon failed to inflate. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications but performance was limited due to procedural factors during use.

Event description:
It was reported that during the aneurysm embolization procedure, the physician used the subject balloon to dilate. The subject balloon was advanced with a guidewire to the lesion. The physician found the distal section of the subject balloon leaking under digital subtraction angiography (dsa) and it was thought the distal of the subject balloon may be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.